Manufacturer narrative:
The follow-up was created to document the corrected patient ID.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, prosthesis was removed due to crossover.

Manufacturer narrative:
The follow-up was created to document the returned device, conclusion of the investigation and update the codes. A titan pump and two cylinders were received. Because examination of the returned components may not conclusively confirm or disprove the report of a crossover, a microscopic examination was not performed. Based on the information provided quality accepts the physician's observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.